Manufacturer narrative:
Investigation conclusion; tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Some lots of remel m4 and m4rt have been shown to cause false positive results when used with the sofia sars antigen fia assay. Root cause; cannot duplicate with retains. Source; phone.

Event description:
Reported discordant sars result for one asymptomatic patient (off label use at the time). The customer communicated they used 3ml of remel m4rt vtm on initial sofia testing. After troubleshooting from quidel technical support, customer tested patient on sofia analyzer without vtm, and received a negative.